Event description:
It was reported that carelink was not coming into paceart. It was further reported that an error message was sometimes generated that the patient did not have a valid device serial number, when a new remote event was attempted to be created. It was additionally noted that a rare diagnosis code was showing up assigned to a lot of patients, which may be because a user at the clinic chose to edit an existing record rather than creating a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.